Event description:
It was reported that this right atrial (ra) lead exhibited high impedance issues as well as noise. A lead revision was scheduled, and this lead was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.